Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested. (B)(4).

Event description:
A technician reported pt with under correction of the left eye at lasik post-operative visit. Additional info indicated pt also complains of blurry vision in the left eye. Additional info has been requested.